Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6). Part was received, photos taken and placed into quarantine. A risk review was performed referencing risk document: rmf-112 dfmea rev d, risk ID: 8.010-8.011. Based on the identified risk this event is not likely to cause or contribute to a serious injury if it were to recur. A DHR review was performed for part p80-142-1760-s, lot 260700622b027. There were no deviations or nonconformities that could have attributed to this failure. The dqe confirmed the failure: screw break; disposition of this part is scrap. The probable root cause is: excessive force broke the screw. A clinical evaluation was performed by using the x-ray provided by the sales rep. The evaluation noted that this is an approximate anterior/posterior view of an ankle taken intraoperatively. The medial portion of a broken r3act device is retained in the tibia from the center of the tibia to the medial cortex. The lateral portion of the screw has been removed. It is not possible to evaluate the syndesmosis or fibula on this view. Based on the investigational findings, this event has been deemed not reportable. This event has been logged into our database to monitor and identify potential trends per internal procedures. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer will continue to monitor for trends.

Event description:
It was reported that the patient underwent removal of a broken r3act screw following the initial implantation procedure. The screw fracture was identified to have occurred after implantation. During the removal procedure, the lateral portion of the broken screw was successfully retrieved. The medial portion of the screw was not removed, and no attempts were made to retrieve it. The same surgeon performed both the initial implantation and the subsequent removal procedure. No delay in the removal surgery was reported. The patient outcome following the procedure was not reported. No additional information has been provided despite attempts to obtain further details.